Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing in emergency room (ER). The patient is in stable condition. No further information is not available.